Manufacturer narrative:
Product event summary: the actual lead was not received for evaluation; however, performance data was collected from the device and analyzed. Analysis of the device memory indicated the impedance on the rv (right ventricular) defibrillation coil was beyond the expected upper range. Analysis of the device memory also indicated that the defibrillation impedance trend was rising.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical devices: 5076-52 lead, implanted: (B)(6) 2009. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead had increasing and high rv coil impedance. A fracture was suspected. It was noted that the patient fell having blunt trauma and a bruise to their chest over the implant site prior to the change in lead impedance. The rv lead remains in use. No patient complications have been reported as a result of this event.